Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Method: the device history and sterilization records were reviewed. Results: device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00749. The patient's (B)(6) therapy system included two percutaneous leads from the same lot implanted in the occipital region (off-label) and two lead extensions from the same lot. It was reported the patient developed an infection at the site of the right lead shortly after implantation. The affected area was drained and multiple stages of antibiotics were administered as treatment, but the infection remained unresolved. The patient reported soreness from the supra-occipital region down the lead tract along with redness and warmth. Surgical intervention was undertaken to remove the right lead. On the day of the procedure, the patient reported similar discomfort at the incision site of the left lead and stated that device could be felt through the skin. A diagnostic test revealed impedance issues for several lead contacts. Due to these issues, the patient's entire therapy system was explanted.